Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. During the evaluation of the device at the third-party service center, the technician visually inspected the device and confirmed foam particles inside the blower kit. There were some secondary findings of dust. In addition, the devices error log was downloaded, and error codes were present. The device was functional and passed all test. The path was corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.